Event description:
It was reported that a homechoice device experienced a system error 2267 (air in line) alarm. This event occurred during peritoneal dialysis therapy. There was patient involvement, however there was no adverse event reported. No additional information is available.

Manufacturer narrative:
(B)(4). The alarm indicates a potential malfunction of the disposable cassette. As the cassette was not returned, a sample analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.